Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that approximately six month post catheter placement, the catheter allegedly had a hole in the thick part and fluid leaked. There was no reported patient injury.